Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Evaluation summary: the condition of a colleague infusion pump with a damaged battery was not confirmed by baxter personnel. However, baxter discovered and confirmed a battery depleted alarm in the event history log. Therefore, the main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition. However, the pump's batteries and battery harness were replaced during previous service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered a battery depleted alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.